Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they developed an infection at the pod¿s insertion site on their abdomen while wearing the device longer than 48 hours. Patient reported the infusion site to have pain, redness, raised, hot to touch and fever. The patient went to see their health care provider and was diagnosed with an infection. The patient was treated with an unknown oral antibiotic. There was no mention of blood glucose levels. A new pod was successfully applied.